Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during initial drain. The home patient (hp) stated, she had them at least once a week and did not know why. Gts explained the alarm meant air had entered the setup and then assisted the hp to clear the alarm and start over with new supplies. Gts explained proper set up procedures to the hp. Product surveillance contacted the home patient's (hp) nurse who said she spoke to the hp yesterday. The nurse said, the hp was not opening the patient line clamp. The nurse said, the hp uses a patient line extension so the whole length was not primed when the hp was connecting for therapy. The nurse advised the hp of proper procedures and was going to follow up with the hp to see if the issue had been resolved. A sample is not available. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was requested but was not available. A follow-up MDR will be submitted if any additional information is received. The product code is unknown, therefore, a 510(k) number, brand name and catalog number will not be included in the emdr.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 was not confirmed however the root cause was determined to be incomplete priming of the patient line. During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through renq-CAPA-(B)(4).